Manufacturer narrative:
One fluid warmer was returned for evaluation. Visual inspection of the device found it to be in poor condition with a cracked reservoir cover, and torn gasket and missing the tank cap. Device underwent functional testing by being filling the reservoir tank with water; the reported customer complaint was confirmed. Pcb speaker had no sound, device had a torn gasket as well as a cracked reservoir cover. The most probable root cause was determined to be normal wear and tear. This investigation revealed no intrinsic evidence to suggest a cause of issue related to manufacturing.

Event description:
Information was received that a smiths medical level 1 hotline blood and fluid warmer "over temp alarm and leaking". No adverse effects were reported.